Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they were examined by their dentist that is recommending them to stop aligner treatment immediately. The treatment is causing bone and gum recession issues for the patient's lower anterior teeth. Based on the current plan if it is taken to completion, it would cause the patient to lose their lower anterior teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.